Event description:
Customer reported that the insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with detached end cap. However, the drive support disk was inspected and no anomalies were noted. Unable to performed the displacement, prime, basic occlusion, occlusion, and excessive no delivery alarm test, due to detached end cap. Unit had cracked and bleeding display window and cracked case at display window corners.